Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3389s-40, serial# (B)(4), product type: lead .product ID 3389s-40, serial# (B)(4), product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had surgery for twisted wires shortly after they had their system implanted last year. No further patient complications were reported as a result of this event.